Event description:
Boston scientific received information that upon interrogation this left ventricular (lv) lead had exhibited a loss of capture and impedances greater than 2000 ohms in all configurations. At the revision a lead fracture was noted above the suture sleeve in an acute angle in the pocket. No adverse patient effects were reported. This lead was surgically abandoned and a new lead was successfully implanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.